Event description:
Ave stent inserted via right femoral artery. Unable to advance to proper position. Attempted to remove stent delivery system. After removing system, it was discovered the stent had separated from the balloon. Stent remains in coronary artery.